Manufacturer narrative:
Unit received and placed transmitter under microscope and visually damage casing (puncture). In conclusion, unable to perform functional test or verify rf/ble/downgrade/association/accuracy test due to physical damage. The customer complaint of communication anomaly could not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced loss of communication between insulin pump and transmitter when the insulin pump showed device not found alert when they tried to pair it with sensor. The customer reported no adverse event. The event involved product(s) mmt-7841zn. Troubleshooting was performed for loss of communication between the transmitter and the pump; the transmitter serial number was deleted from the pump and repaired but the transmitter would still not communicate/trigger a "sensor connected" alert. The customer was informed transmitter might not be working and will be replaced. No harm requiring medical intervention was reported. Mmt-7841zn was returned for analysis.